Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the dilator along the guidewire was confirmed based on the condition of the components of the sample, and the cause appears to be use-related. The device returned was one 70-cm j-tip guidewire with two dilators. Microscopic evaluation found damage on each of the tips, including whitening, apparently from stress. The wire was kinked near the 30-cm mark closest to the j-tip, and tensile force was not sufficient to rectify this kink. The guidewire outer diameter measured within specification. Functional testing found that the wire would advance through the dilators and the dilators over the wires (although insertion of the wire from the proximal end of the large dilator encountered significant resistance), until they met the kink, at which point the wire caught on the tip of each dilator. It is not clear what caused the initial difficulty of insertion, but that the wire was bent as the insertion was attempted suggests that the angle of dilator to the wire during insertion was steep, causing both the kink and damage to the dilator tips, particularly the final (large) dilator. Resistance to dilator insertion can also occur when the incision at the insertion site is not sufficient. The complaint is confirmed and appears to be use-related. The following IFU statements may be helpful: ¿¿ the introducer needle tract is widened by creating a small surgical incision at the skin exit site. The incision should be slightly larger than the wide/flat side of the catheter. Use the dualator* vessel dilator(s) to dilate the subcutaneous tissues. Dilate 2-3 times with slow gradual movements. The larger portion of the dualator* dilator device must enter the vein prior to catheter insertion.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the operator felt resistance when inserting the dilater along the guidewire via right subclavian vein. It was difficult to advance the dilator and eventually the guidewire bent. The skin incision was done before the insertion.